Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. Visual examination of the unit showed no signs of blockage in the tubing or the reservoir that could have caused the reported condition. A functional test was attempted on the unit, but flow was not possible despite several attempts of forced priming. Subsequent microscopic examination of the flow restrictor noted drug residue blocking the end of the glass capillary (fluid pathway) located inside the flow restrictor. The root cause of the reported condition was determined to be drug residue at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.